Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. It was reported the device was used in the femoral vein. It should be noted the perclose proglide electronic instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of a femoral vein was attempted using two proglide devices after an interventional procedure. Reportedly, cuff misses occurred with both proglide devices. Three new proglides were used to successfully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.